Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000450, lot/serial #: unknown, foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that it was not possible to perform 2d and 3d images. No messages were on the mobile view station (mvs) or pendant. Logs showed that there was an error message 32 for generator and the 12v supply out of specs. After 2 hours the system was running without any problems. There was no delay to the case. No impact on patient outcome. Additional information was received stating that the entire imaging system was power cycled twice to no avail. The green light above the monitor had been on prior to the manufacturer representatives arrival, but as soon as they arrived, the green light would no longer illuminate. No x ray images could be taken. The imaging system was removed from the surgical field. The health care professional (hcp) decided to proceed with a different system for the interim. The imaging system was initially aborted. On a whim, the hcp suggested to power up the imaging system about an hour after aborting. This time the system booted up and worked flawlessly. Navigation was resumed at this point.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450 , serial/lot : (B)(6) , ubd: , UDI: (B)(4) h3: the system was serviced in the field and the power supply voltage was measured to be out of specification at 4.76v. The voltage was adjusted to 5.14v. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the system had not been used for the previous (B)(4) weeks. It was noted that one 2d image acquisition was initially possible and then the system was not able to perform x-rays.